Manufacturer narrative:
On (B)(6) 2016 12:29 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device was returned to the factory for investigation. A visual inspection was conducted. Signs of clinical use were observed. Tissue and char buildup was observed at the jaws. The heater wire was detached at the tip and bent 180 degrees. This analyzed failure was not reported by the account. The silicone insulation on the hot jaw was peeled at the tip but remained attached to the device. Based on the returned condition of the device and the results of the investigation the complaint was confirmed for "peeled jaw and bent wire." The most probable cause is insertion of the hemopro 2 tool into the cannula with the jaws open using a fair amount of force. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires separated from the insulation on the tip of the tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires separated from the insulation on the tip of the tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.